Event description:
It was reported that the failed calibration and low flow rate (1.4) through functionality test glitch in screen when in use, the issue from the srf is copy paste from the previous one. The issue was reported at the beginning was cooling malfunction. Per sample evaluation results on 09dec2025, there was a cracked level sensor. Per sample evaluation results received via task on 19dec2025, it was reported that the device could not be filled with water during decontamination.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During decontamination, the device did not fill. Circulation pump was replaced. The device underwent and passed testing after all repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Initial reporter complete facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.